Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. The surgeon reported the patient fell at home on an unknown date and experienced pain. An additional surgical procedure was performed on an unknown date. The surgeon reported that the hernia reoccurred. The surgeon used a different fixation product to repair the hernia.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01663. The same patient is represented in each medwatch.